Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. On event date, the patient presented with "recurrent disc herniation". The investigator noted the event as severe in intensity. The physician prescribed MRI and (unspecified) medication for pain. The event was reported as continuing with treatment when the patient was last seen in 11/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted the illness being treated as a possible explanation for the event.